Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was duplicated and attributed to the software which was not loaded properly. The correct software was loaded to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.